Manufacturer narrative:
Continued d.10.: valacyclovir 1000 mg po qd x 14 days, viagra 25 mg po qd x 8 days. Additional, corrected, and/or changed data: b.2, b.3, b.5, b.6, b.7, d.6a, d.10., e.1., h.6, h.8. The event of "abscess" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information noted the patient also experienced a small possible scar on the top of the nose that may have resulted from a small pustule that never broke open. The patient was treated with 13 vials of hylenex® and an aspirin (650mg) and was told to take one aspirin a day for the next 7 days. The next day, the patient was treated with another 12 vials of hylenex® and began hyperbaric treatments that were 60 mins long and continued for the next 7 days. The following day, the patient received another 9 vials of hylenex®. 1 day later, the patient began using an eo2 device for the next 7 days. The events have resolved.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvederm® voluma¿ xc bilaterally with 0.4 ml at the alar base and 0.2 ml on the right side above the alar base. The patient then experienced blanching with a possible vascular occlusion of the superior labial artery. The status of the event is unknown.